Manufacturer narrative:
This event was determined to be supplemental information; investigation findings will be reported under MFR: 2916596-2023-05519.

Event description:
It was reported that the patient developed a major gastrointestinal bacterial infection on (B)(6) 2023 and was admitted. The cause of the infection was thought to be due to the complexity of medical management. The patient received treatment for positive blood culture. Medication administration was changed from intravenous to oral for 4 weeks of cephalexin. They were discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.